Event description:
It was reported during surgical intervention to replace the pt's leads, (ref MFR report #: 1627487-2014-08022), the pt's ipg was removed and replaced, as the ipg was inoperable. The pt reported effective coverage postoperative and the issue has resolved.

Manufacturer narrative:
Correction/removal number: 1627487-12192011-003r. This ipg serial number was included in field advisories. Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.